Event description:
During laparoscopic robotic hysterectomy an assistant surgeon was using laparoscopic grasper as a pusher - trying to push a large fibroid into the vagina. The assistant opened the grasper and both sides broke off. One side was readily found and pushed out with the specimen. Radiology called to help visualize and kub done. Other side of the grasper found and removed. This did prolong surgery by about 60 minutes. One possibility is that the assistant surgeon was using the grasper for a procedure that it was not intended - i.e., pushing instead of grasping. The nurse stated the assistant surgeon opened the grasper too far and pushed.